Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the when the image acquisition system (ias) and mobile view station (mvs) were booted, failure of starting occurred frequently. During the inspection of the system, it was confirmed that the ias stopped during booting with a display of the logo. After that, the ias was rebooted with resolve. In addition, it was also confirmed that the mvs failed to start upon booting though the computer was connected to a power source. The mvs was also rebooted with resolve. There was no patient present when this issue was identified.

Manufacturer narrative:
A system checkout was performed and the computer, power control board assembly, mobile view station (mvs) computer, mvs, and power switch board assembly were replaced and the issue resolved. The replaced parts were returned to the manufacturer for analysis. The mvs, mvs computer, and switchboard assembly underwent functional testing, performance testing, visual/physical examination, and usability inspection. No failure was found on the returned parts. The returned parts passed all tests and checks. The imaging system computer underwent functional testing and visual/physical examination was performed and the issue was confirmed. The computer failed bench testing and it was unable to boot pass the bios and repeatedly reboots without achieving a complete boot up. The cause was due to an operating system hard disk malfunction. The power control board assembly underwent functional testing and visual/physical examination was performed and the issue was confirmed. The control board did not allow the system to fully boot and it would not ready. There was no scrolling for motion, x-ray or communication between the mvs and ias. The cause was due to a faulty control board. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the mobile view station (mvs) restarted spontaneously. After restart it was possible to take the images as expected and the case continued.